Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer did not initially receive the field correction notice, so customer technical support (cts) updated the customer's email and resent the notice, completing the necessary form on their behalf. Cts arranged for a replacement pump to be sent and provided instructions for putting the current pump into storage mode and returning it to tandem. The customer was informed about the steps to take upon receiving the replacement pump and agreed to use multiple daily injections (mdi) as a backup insulin delivery method.